Manufacturer narrative:
The product was not evaluated due to samples were not returned for investigation. Investigation summary: our investigation into this complaint has now concluded. Unfortunately no sample has been returned preventing a more thorough investigation. A review of the associated batch manufacturing records was performed for all product codes manufactured for the lot number provided as no specific product code was available, this search did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. Due to the nature of the reported issue this has been passed to one of our medical specialists who has made the following comments ¿per complaint, the reported ¿blisters¿ were ¿severe enough to require medical treatment and cause concern for risk of infection¿ and were treated with ointment and non-adherent dressings.¿ per the submitted photos, it appears that: patient has skin stripping inferolaterally of the patella in the presence of edema and ecchymosis and possibly a healing injury mediolateral of the patellofemoral joint; patient has multiple small areas of healing skin stripping bilaterally the length of tka incision in the presence of edema; and patient also has multiple small areas of healing skin stripping bilaterally the length of tka incision with a possible larger discolored triangular area mediolaterally of the patella. The specific product, frequency of dressing changes/length of time pico was in use,comorbid conditions and patients current status remain unknown. The pico IFU_0086_1.6: ¿precautions¿ (9 &10) address use on fragile skin. In conclusion: without additional product, patient and/or clinically relevant documentation and/or progression photos, currently unable to perform a thorough medical assessment. However, the provided photos appear to be resultant skin stripping possibly in the presence of relevant comorbid conditions and/or fragile skin. The patient impact beyond the reported ¿blistering¿ (which appears as skin stripping in the photos) and subsequent treatment (silvadene cream/oil emulsion and non-adherent daily or bid dressings) cannot be concluded, as the 3 patients¿ current status remains unknown. No further medical assessment can be rendered at this time. We have been unable to identify a definitive root cause on this occasion but smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during a treatment with a pico pump a patient experienced blistering severe enough to require medical treatment and cause concern for risk of infection.